Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. This medwatch report is in response to receipt of a voluntary medwatch report (B)(4).

Event description:
It was reported that the patient underwent an unknown surgical procedure on unknown date and suture was used for slipped medial rectus muscle. On the first day of post-op, the suture broke, but the knot was still intact and the conjunctiva was still closed. Additional information has been requested.